Manufacturer narrative:
During pta (percutaneous transluminal angioplasty) of a 99% occluded lesion in the superficial femoral artery with heavy calcification and moderate vessel tortuosity, and after a 6x4 120cm savvy balloon catheter (bc) was delivered to the target lesion, leakage of the media was observed and it could not be expanded. Therefore, the device was removed from the patient and was exchanged for a new balloon. The procedure was successfully completed and there was no reported patient injury. Initially, an approach was made from the left superficial femoral artery. After the lesion was crossed with a guidewire, the savvy was delivered and inflated at the lesion. It is unknown if there was any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. It is unknown if the device prepped normally. The brand of contrast media and the contrast to saline ratio are unknown. An inflation device was used but it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or if there was any resistance/friction while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel and difficulty crossing the lesion. However, it is unknown if the catheter was ever in an acute bend. The balloon did not inflate normally and leakage was observed from an unknown segment as soon as the balloon was inflated. It is unknown if the balloon catheter kinked while being used or if it was removed easily. The device was returned for analysis. One non sterile catheter savvy pta 120cm 6mm x 4cm bc was returned. The balloon was returned deflated and appeared to have been inflated. Per visual analysis, the body shaft presented a kinked condition at 24, 42 and 60cm from the distal end. No other anomalies were observed in the returned device. A leak test could not be performed since a leakage was observed in the balloon. Per sem analysis the external surface showed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot 15988614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿pta system- leakage: potential for dissection, perforation or other vessel damage (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, vessel characteristics (heavy calcification, moderate tortuosity and a rate of stenosis of 99%) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. The kinks noted during analysis may also indicate the application of force to the shaft by the operator. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Indeflator - everest (B)(6). This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During pta of a 99% occluded lesion in the superficial femoral artery with heavy calcification and moderate vessel tortuosity, after a 6x4 120cm savvy balloon catheter was delivered to the target lesion, leakage of the media was observed and it could not be expanded. Therefore, the device was removed from the patient was exchanged for a new balloon. The procedure was successfully completed and there was no reported patient injury. The device will be returned for analysis. Initially, an approach was made from the left superficial femoral artery. After the lesion was crossed with a guidewire (cruise, st. Jude medical), the savvy was delivered and inflated at the lesion. It is unknown if there was any difficulty removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. It is unknown if the device prepped normally. The brand of contrast media and the contrast to saline ratio are unknown. An everest inflation device was used but it is unknown if the same indeflator was used successfully with other devices. It is also unknown if there was any resistance/friction while inserting the balloon through the rotating hemostatic valve or if there was any resistance/friction while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel and difficulty crossing the lesion. However, it is unknown if the catheter was ever in an acute bend. The balloon did not inflate normally and leakage was observed from an unknown segment as soon as the balloon was inflated. It is unknown if the balloon catheter kinked while being used or if it was removed easily.